Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reloaded the system software. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system had a software error. No pt injury was reported.